Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). MFR report number 0002023141-2025-00662 was submitted on march 13, 2025 and it subsequently discovered that this was a duplicate submission and event was already reported under MFR report number 0002023141-2025-00568 on march 5, 2025. Please disregard MFR report number 0002023141-2025-00662 submission.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k113753/k112160. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #5 was removed as it was fractured. Symptoms as a result of the event: pain.